Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune disorder") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with sulfa and penicillin. Concurrent conditions included restless leg syndrome since 2011, hypertension, cramp in lower abdomen, low back pain, adenomyosis, ovarian cyst, diabetes mellitus, bladder pain, skin rash and dysuria. Concomitant products included bupropion, colecalciferol (vitamin d), lisinopril, metformin (glucophage), ondansetron, prenatal vitamins, promethazine, ropinirole, sertraline and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes- describe: hot flashes"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced antinuclear antibody positive ("other injury(ies) or complication please describe: ana positive") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy)/nickel allergy"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), uterine inflammation ("uterus inflamed") and mood swings ("hormonal changes- describe: mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and headache was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the autoimmune disorder, ovarian cyst, allergy to metals, migraine, dysmenorrhoea, fatigue, antinuclear antibody positive, fibromyalgia, uterine inflammation, mood swings and hot flush outcome was unknown. The reporter considered allergy to metals, antinuclear antibody positive, autoimmune disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubal ligation status on unknown date: total bilateral occlusion. (B)(6) 2010: digital screening mammogram clinical history: patient is for baseline screening mammography. Findings: baseline mammograms reveal scattered fibro glandular densities. No discrete mass, suspicious cluster of micro-calcification or arc-mectural distortion is evident. Coarse benign appearing calcification overlies the right breast and minimal deodorant artifact overlies the left axilla. Impression: yearly follow-up mammograms are recommended and no evidence of malignancy shows a bland cut surface with a few scattered physiologic structures seen. Sections as "a" through "e". (B)(6) 2011: pre-op diagnosis: pelvic pain, menorrhagia. Diagnosis: uterus: chronic cervicitis; proliferative endometrium; leiomyoma. Right ovary and fallopian tube: no histopathologic alteration. Gross description: the ovary measures 3.3 cm in greatest dimension and shows a yellowish bosselated intact capsule. There is an attached fimbriated fallopian tube on section the ovary. (B)(6) 2011:surgical pathology report-final diagnosis-uterus- chronic cervicitis, proliferative endometrium, leiomyoma right ovary and fallopian tube-no histopathologic alteration. Clinical information-pre-op diagnosis-pelvic pain, menorrhagia. Gross description- submitted as "uterus, rso" is a single specimen. With adnexa removed the uterus weighs 250 grams and measures 11.5 x 8.0 x 6.0 cm. The cervix is covered by a pink red mucosa. The endocervical canal is patent and communicates with a normal appearing endometrial cavity lined by a pink red 2 mm thick endometrium. A single 0.8 em typical appearing leiomyoma is present. The ovary measures 3.3 em in greatest dimension and shows a yellowish bosselated intact capsule. There is an attached fimbriated fallopian tube. On section the ovary shows a bland cut surface with a few scattered physiologic structures seen. Sections as "a" through "e". Nkvv concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received. Events hot flashes, mood swings are added. Lab data updated. Concomitant & historical conditions drugs are added.product, patient & reporter information updated. On 25-jun-2018: fu 03 & 04 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune disorder") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with sulfa and penicillin. Concurrent conditions included restless leg syndrome since 2011, hypertension, cramp in lower abdomen, low back pain, adenomyosis, ovarian cyst, diabetes mellitus, bladder pain, skin rash and dysuria. Concomitant products included bupropion, colecalciferol (vitamin d), lisinopril, metformin (glucophage), ondansetron, prenatal vitamins, promethazine, ropinirole, sertraline and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes- describe: hot flashes"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced antinuclear antibody positive ("other injury(ies) or complication please describe: ana positive") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy)/nickel allergy"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), uterine inflammation ("uterus inflamed") and mood swings ("hormonal changes- describe: mood swings"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and headache was resolving, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the autoimmune disorder, ovarian cyst, allergy to metals, migraine, dysmenorrhoea, fatigue, antinuclear antibody positive, fibromyalgia, uterine inflammation, mood swings and hot flush outcome was unknown. The reporter considered allergy to metals, antinuclear antibody positive, autoimmune disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubal ligation status on unknown date: total bilateral occlusion. (B)(6) 2010: digital screening mammogram clinical history: patient is for baseline screening mammography. Findings: baseline mammograms reveal scattered fibro glandular densities. No discrete mass, suspicious cluster of micro-calcification or arc-mectural distortion is evident. Coarse benign appearing calcification overlies the right breast and minimal deodorant artifact overlies the left axilla. Impression: yearly follow-up mammograms are recommended and no evidence of malignancy shows a bland cut surface with a few scattered physiologic structures seen. Sections as "a" through "e" (B)(6) 2011: pre-op diagnosis: pelvic pain, menorrhagia. Diagnosis: uterus: chronic cervicitis; proliferative endometrium; leiomyoma. Right ovary and fallopian tube: no histopathologic alteration. Gross description: the ovary measures 3.3 cm in greatest dimension and shows a yellowish bosselated intact capsule. There is an attached fimbriated fallopian tube on section the ovary (B)(6) 2011:surgical pathology report-final diagnosis-uterus- chronic cervicitis, proliferative endometrium, leiomyoma right ovary and fallopian tube-no histopathologic alteration. Clinical information-pre-op diagnosis-pelvic pain, menorrhagia. Gross description- submitted as "uterus, rso" is a single specimen. With adnexa removed the uterus weighs 250 grams and measures 11.5 x 8.0 x 6.0 cm. The cervix is covered by a pink red mucosa. The endocervical canal is patent and communicates with a normal appearing endometrial cavity lined by a pink red 2 mm thick endometrium. A single 0.8 em typical appearing leiomyoma is present. The ovary measures 3.3 em in greatest dimension and shows a yellowish bosselated intact capsule. There is an attached fimbriated fallopian tube. On section the ovary shows a bland cut surface with a few scattered physiologic structures seen. Sections as "a" through "e". Nkvv . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("excessive bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine (not recovered prior to essure) and headache (not recovered prior to essure). Previously administered products included for an unreported indication: sulfa and penicillin. Past adverse reactions to the above products included hypersensitivity with sulfa and penicillin. Concurrent conditions included restless leg syndrome since 2011, hypertension, cramp in lower abdomen and low back pain. Concomitant products included bupropion, cholecalciferol (vitamin d), lisinopril, metformin (glucophage), ondansetron, prenatal vitamins, promethazine, ropinirole, sertraline and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and autoimmune disorder ("autoimmune disorder"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced antinuclear antibody positive ("other injury(ies) or complication please describe: ana positive") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: metal allergy)/nickel allergy"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and uterine inflammation ("uterus inflamed"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, ovarian cyst, autoimmune disorder, allergy to metals, migraine, dysmenorrhoea, fatigue, antinuclear antibody positive, fibromyalgia and uterine inflammation outcome was unknown, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the headache was resolving. The reporter considered allergy to metals, antinuclear antibody positive, autoimmune disorder, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine inflammation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: tubal ligation status concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal allergy), migraines / headaches, nickel allergy, dysmenorrhea (cramping), pain, fatigue, other injury(ies) or complication please describe: ana positive, fibromyalgia and uterus inflamed were added. On (B)(6) 2018: medical records received - reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, ovarian cyst and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, ovarian cyst and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.